Manufacturer narrative:
H.6. Investigation summary: one 3ml intergra syringe in an opened blister pack from batch 9325616 (p/n 305270) was received and evaluated. It was observed to have a large plastic flashing present inside the fluid path and was rejectable per product specification. The barrel was from mold c-251 cavity 52. All visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Batch 9325616 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. A potential root cause for the flashing defect is associated with the molding process. No corrective actions are necessary based on the defective rate identified. Batch 9325616 is considered in compliance with our product specification requirements. H3 other text : see h.10.

Event description:
It was reported that a "huge plastic plug" was found in the barrel of the bd integra¿ syringe with detachable needle before use. This complaint was created to capture the 3rd of 3 related incidents. The following information was provided by the initial reporter: "I will also enclose a different syringe that had a huge plastic plug in the barrel. It was not used, but the nurse was getting ready to fill it when she discovered the defect."

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that a "huge plastic plug" was found in the barrel of the bd integra¿ syringe with detachable needle before use. This complaint was created to capture the 3rd of 3 related incidents. The following information was provided by the initial reporter: "I will also enclose a different syringe that had a huge plastic plug in the barrel. It was not used, but the nurse was getting ready to fill it when she discovered the defect."